Event description:
The user facility reported a small blue plastic shard of the irrigation aspiration hand piece broke off in the pt's left eye, tore the anterior capsule and created a cataract that had to be emergently removed. The doctor was able to remove the blue shard of plastic. The pt was left aphakic because they had no previous measurements of the iol that would need to be placed, and the a-scan, b-scan in the operating room was not functioning properly. Suture was used to close the wound. Last post-operative visit notes indicate the left eye is stable. Pt was referred to a retinal specialist for add'l eval. An intraocular lens implantation is pending.

Manufacturer narrative:
There will be no product return as the product was discarded. A lot number was not provided, therefore, the sterilization and lot history records could not be reviewed.